Event description:
Procedure: lap hernia repair.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/25/2015.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap hernia repair. According to the reporter: the knife blade was deploying but the trocar was not advancing through the tissue as usual. The surgeon involved has used this product for 15 years. He knows how it works. He felt that it was not advancing through the tissue as it normally does. He suggested that the knife blade may not be extending fast enough. Another manuf reinforcmt material used?: no was the device used in patient: yes. There was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient.